Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left deep brain stimulation (dbs) system has been non-functional for years. Additional information was received from a manufacturer representative (rep) on 2021-nov-29 reporting that the dbs system hasn¿t been used in years and there are plans of revising the system or using it. The rep does not have any further information on the event.